Event description:
It was reported that "when doctor grabbed bending irons to adjust the feet on the plate, he began to apply pressure and with very little effort, it snapped off the foot of the plate. He took out the 2nd plate that was in the tray and proceeded to bend that plate in the exact same location with no problems."

Manufacturer narrative:
Method: complaint history analysis, mfg record review, visual inspection and risk assessment. Results: complaint history analysis. There have been 8 previous complaints on 15 plates. A CAPA was opened and concluded that bend zone cuts in the plates created stress concentrations. A design change was completed to remove those bend zones. This plate was manufactured before the design change. Mfg record review. No deviations were noted in this lot. In a sub-assembly lot, one item was scrapped. All other items. From the lot were re-inspected and found to be conforming. Visual inspection. It was confirmed that one leg is fractured. Risk assessment. There was a minimal delay during surgery as the surgeon used a second plate with no issues. The plate broke during preparation before it was actually implanted. No adverse consequences were reported. Conclusion: leg fracture of these plates is a known issue and lead to the opening of a CAPA and an eventual design change in september of 2010, after this plate was manufactured. Additional plate bending instructions were also released un july of 2010.